Event description:
According to the reporter: occurred during a bypass of gastroenterostomy. The nurse connected the loading unit to the adapter and checked the status indicator lights. All of the lights were illuminated. The surgeon clamped the tissue, pushed the green button, but the status indicators did not flash green. The surgeon clamped and released the tissue twice, but the device would not fire. The status indicator lights illuminated blue. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.